Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 581 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 85 mg/dl. The customer indicated that the set was changed 4 times but the bolus feature doesn't appear to function. Troubleshooting found that the high pressure test was performed on the pump but alarmed after the test. It was also found that the pump alarmed no delivery and that it twice went through a metal detector at the airport. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.